Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional defects found during device evaluation: watertightness of cable unit is lost due to low watertightness, faded label on rear cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k camera head had image misalignment and inversion image misalignment and inversion will not move left according to physician. The issue was found during a procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found an image problem. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.